Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a shock impedance measurement of greater than 125 ohms. It was noted the shock impedances had been variable. Boston scientific technical services discussed continuing to monitor. The device remains in service. No adverse patient effects were reported.